Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is complete. The reported problem (damaged cable) was confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The ECG c&d cable was pulled from the strain relief, pulling connector j704 from the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had a damaged cable.